Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The low voltage 4 conductor was extrinsically pulled/stretched. The low voltage 3 conductor was d istorted due to pulling/stretching. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh 0.014 guidewire was back loaded in the lumen of the lead and came to an obstruction at 82.5 cm. The conductors of the lead were distorted at 82.5 cm, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, when an attempt was made to backload the guidewire through into the left ventricular (lv) lead, there was a lot of resistance and there was suspicion that the lumen was damaged. The physician requested a new lv lead, and it was noted that there was the same resistance with the new lv lead. The guidewire was taken out of the body and then loaded into the proximal end of the lead. It was noted that the guidewire was loaded correctly with the same expected resistance and the new lv lead was ultimate implanted with issues. The first lv lead was not used and the second lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.